Manufacturer narrative:
Inspected 1 opened/used sensor and performed visual and found sensor cannula twisted. Unable to confirm customer received sensor in said condition due to customer returned opened/used.

Event description:
Customer reported via phone call that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 108mg/dl and the sensor glucose was 40mg/dl. Insulin delivery was suspended due to sensor values. Sensor value that triggered the suspend event was 40mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will be returned for analysis.